Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have on the clamp arm teflon pad missing. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The detached fragment (teflon pad) was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic on the mouth of the harmonic ace instrument melted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device had been inspected. Tissue was severed when the issue occurred. The instrument did not collide with any other instrument or tool during procedure. No fragment fell into the patient.